Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected to have delivered inappropriate therapy due to supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.